Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval network (pan)- product surveillance registry clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the lead was explanted during routine device change-out. It was noted that the atrial lead thresholds had increased gradually since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.